Event description:
The doctor was unable to advance the intra-aortic balloon into the pt. Another intra-aortic balloon was inserted into the pt. Event complications: none from the event - reported 5/15/98. Pt's current status: stable - reported 5/15/98.

Manufacturer narrative:
Eval: the iab was rec'd intact for eval with blood noted on the exterior of the device and within the inner lumen. Visual examination revealed the membrane to be completely folded. The inner lumen at the catheter/membrane junction was noted to be kinked. Underwater leak testing revealed no leaks in the device. Visual examination revealed no defects in the iab. The catheter od was measured and found to be within datascope's mfg specs. It was not possible to pass the folded membrane through a lab 10 french, 6 inch sheath/hemostasis valve assembly due to the kink in the inner lumen. Probable cause of difficulty: based on the lab examination of the returned catheter, the reported difficulty was most likely caused by the kink in the inner lumen. Since it was reported that the pt had aortic calcification and peripheral vascular disease, it is quite possible that the encountered difficulty was also related to the pt's vasculature. A tortuous and calcific artery could have been responsible for the resistance experienced by the user. In general, difficulty advancing the iab into sheath and/or sheath into the pt may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath. The catheter and/or inner lumen kinked during insertion if the balloon was not supported by a guide wire. The catheter was held too far back from the site of insertion. (This follow-up MDR was mailed to FDA on 7/8/98).